Event description:
Surgeon was performing a rotator cuff repair (average bone) and inserted two implants that broke (bone was tapped). The first one was removed and the second remained implanted. He then implanted a metal corkscrew over the remaining implant to complete the surgery. No adverse consequences reported as a result of event. Initial determination made in 2005 was revised after further evaluation of the event. This event was considered deemed reportable a month later. This device is used for treatment.